Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention devices were tested with in-house drug-free donor urine and all devices showed expected negative results for all analytes including coc, mamp (met), thc, and mop analytes at the read time. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported receiving twenty-three unconfirmed false positive results for all analytes on a box of multi-drug 4 panel (coc/mamp/thc/mop) screen tests. No confirmatory testing was conducted. One of the tests the customer conducted on herself.